Event description:
It was reported that one flogard infusion pump was observed with an f-38 alarm code. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. The field service technician performed a visual inspection and an alarm log review. The reported condition was confirmed in the alarm history review. The root cause of the of the f-38 alarm code was determined to be a disconnected force sensing resistor connector (cn803). To resolve the reported problem, the cn803 connector was properly connected. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.